Event description:
This case was reported by a consumer and described the occurrence of abdominal distension in a male patient of unspecified age who used double salt dental adhesive cream (new poligrip sa) cream for partial dentures. A physician or other health care professional has not verified this report. Co-suspect medication included new poligrip sg. On an unknown date approximately 10 years ago, the patient started using double salt dental adhesive cream (dental) - both new poligrip sa and new poligrip sg. Approximately five years after starting use with double salt dental adhesive cream, the patient experienced 'abdominal enlarged' and was hospitalized for a month. On an unknown date, the patient 'began to suffer from disorder of knee joint as a fallout' though he had already left the hospital. The 'primary doctor' said the cause of the 'knee joint' was unknown. It was reported that the patient 'didn't talk about poligrip use to the primary doctor'. In addition the patient used excessive amounts of poligrip and asked 'what will happen if I use 40g tube of poligrip per day'. 'Approximately two years ago', treatment with double salt dental adhesive cream was discontinued. At the time of reporting the patient was a denture wearer, but not partial dentures. At the time of reporting, the outcome of the abdominal distention was resolved and the outcome of the arthropathy was unresolved.

Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2012-00006. New poligrip sg/sa is manufactured in (B)(4), and marketed as super poligrip original and super poligrip free in the united states. Neither the lot numbers nor the products were available. (B)(4).